Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Data logs are not available. Suction: clinical details note suction events throughout the case. On (B)(6) 2025, suction alarms resolved after administering albumin. On (B)(6) 2025, the suction alarms resolved after repositioning. On (B)(6) 2025, suction events were reported when turning p-level above p4. Suction alarms are disabled at p-4 and below on impella 5.5. The cause of the suction alarms was not determined since product/data logs were not returned and insufficient clinical details were provided. Purge system blocked: clinical details note a "purge system blocked" alarm on (B)(6) 2025 with pp 1054 and pf <1. The cause of the blocked purge system was not determined since product/data logs were not returned and insufficient clinical details were provided. Thrombus: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injuries was unable to be determined due to insufficient clinical details. Pain: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history lot: device lot: 1926432. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge system blocked alarm and suction alarms. Tissue plasminogen activator was added to the purge and albumin was administered to resolve the alarms. The patient also experienced deep vein thrombosis and pain in the impella arm. Impella support continues.

Manufacturer narrative:
Corrected information has been provided in b1. Upon review, it was identified that the information was inadvertently not submitted in the initial report. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.